Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was implanted during an esophageal stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant esophageal stricture. The stricture was located at the tumor area of the anastomosis site following an esophageal gastrostomy surgery. The patient's esophagus was reported to be very short due to the previous esophageal resection. The stricture was 2-3cm in length and noted to be very tight. The stricture was not dilated prior to stent placement. During the procedure, the stent was deployed at the target location via x-ray. The distal end of the stent was implanted into the stomach as planned. Following placement, the physician visualized the stent endoscopically and noted that the proximal end of the stent did not expand fully; a gap was observed between the edge of the stent and the mucosa. At this time, the physician believed that the expansion issue was a result of the stent having just been initially implanted. No intervention was performed and the stent was left implanted. On (B)(6) 2012, the patient underwent a CT scan to determine the size of the tumor area. At this time, the radiologist discovered that the stent had migrated into the stomach. On (B)(6) 2012, the physician removed the migrated stent using rat tooth grasping forceps. A new ultraflex esophageal covered stent of the same size was implanted without issue. The proximal flare was reported to be tight to the mucosa. There were no patient complications as a result of this event. The patient condition was reported to be stable. On (B)(6) 2012, when the physician reported the event, he hypothesized that the stent must have been mounted upside down on the delivery catheter. The flare of the stent, which is normally located at the proximal end, was believed to be located at the distal end. This was the explanation given by the physician for why the proximal end of the stent did not fully expand and for the subsequent migration. However, no imaging of the distal end of the stent was performed post deployment and the physician did not visually confirm that the stent flare was orientated towards the distal end.

Manufacturer narrative:
Reported events of stent failed to expand, stent migration, and stent misassembled. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A deployed stent only was returned for analysis. A visual examination of the returned stent found that the stent cover was torn longitudinally and circumferentially at several locations along its length. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. There are controls in place with relation to the stent orientation within the manufacturing process to verify that the stent is loaded in the correct orientation. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review and analysis of all available information failed to indicate a root cause or probable root cause. The investigation concluded that the most probable root cause classification is undeterminable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was implanted during an esophageal stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant esophageal stricture. The stricture was located at the tumor area of the anastomosis site following an esophageal gastrostomy surgery. The patient's esophagus was reported to be very short due to the previous esophageal resection. The stricture was 2-3cm in length and noted to be very tight. The stricture was not dilated prior to stent placement. During the procedure, the stent was deployed at the target location via x-ray. The distal end of the stent was implanted into the stomach as planned. Following placement, the physician visualized the stent endoscopically and noted that the proximal end of the stent did not expand fully; a gap was observed between the edge of the stent and the mucosa. At this time, the physician believed that the expansion issue was a result of the stent having just been initially implanted. No intervention was performed and the stent was left implanted. On (B)(6) 2012, the patient underwent a CT scan to determine the size of the tumor area. At this time, the radiologist discovered that the stent had migrated into the stomach. On (B)(6) 2012, the physician removed the migrated stent using rat tooth grasping forceps. A new ultraflex esophageal covered stent of the same size was implanted without issue. The proximal flare was reported to be tight to the mucosa. There were no patient complications as a result of this event. The patient condition was reported to be stable. On (B)(6) 2012, when the physician reported the event, he hypothesized that the stent must have been mounted upside down on the delivery catheter. The flare of the stent, which is normally located at the proximal end, was believed to be located at the distal end. This was the explanation given by the physician for why the proximal end of the stent did not fully expand and for the subsequent migration. However, no imaging of the distal end of the stent was performed post deployment and the physician did not visually confirm that the stent flare was orientated towards the distal end.